Manufacturer narrative:
(B)(4). The problem was confirmed for use error and the cause was undetermined.the label review found the labeling adequate for the use error in this complaint.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line) and system error 2367, this system error occurred during dwell then the caller also started over therapy with the same supplies while connected during priming. The technical service representative (tsr) assisted the home patient (hp) by explaining the alarms and possible causes. The tsr told the caller to discard supplies and call the nurse regarding the air detect alarm and being connected during priming and alarms. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient and the patient stated the following: therapy has been going fine since the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.